Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the they got replace battery now alarm. The customer's blood glucose was unknown at the time of the incident. This was the second occurrence of replace battery now without a low battery warning. Advised the insulin pump needed to be replaced. Advised customer to speak to hcp about creating a backup plan for her in case this situation happens again. Product will not be returned for analysis.